Event description:
It was reported that, during a gastric bypass procedure, the white washer failed to break during firing of the device. It is unknown how the case was resolved and whether there are any adverse patient consequences, as the case was still ongoing. Device status is also unknown at this time. Additional information: sales rep reported that surgeon examined the anastomosis and performed a leak test, which was negative. The device will be returned for analysis.

Manufacturer narrative:
(B)(4). The analysis results found that the ecs21a device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Additional information received: did the device staple. Yes. Were there any staples missing from the staple line. No. What was the shape of the staples (b-formation, irregular, legs straight). B-formation. Did the device cut. Yes. Was the cut line fully circumferential around the target tissue. Appeared to be. How was the procedure completed. In normal fashion. No additional product used to complete/adjust anastomoses. Were there any patient consequences. No.